Event description:
It was reported there was a break in the distal segment of the catheter. Patient was "tighter than they would like" with an increased tone. An increase in dose was performed with no effect. A series of x-rays was performed which revealed a catheter fracture in the intrathecal space. The patient was hospitalized and catheter was replaced. The patient outcome was reported as alive with no injury and no adverse event. The drug being used in the pump was baclofen (gablofen).

Manufacturer narrative:
Final analysis of the catheter found the proximal end of segment 2 to be somewhat jagged indicating it was more of a result of a break. Also of note, there was no circular shape of the lumen, which indicated the catheter was compressed in this area. The distal end of segment 1 did not match with the proximal end of segment 2. This indicated some portion of the catheter was not returned. There were indentation cuts or tears seen in the sealing surface of the sc connector of segment 1. During pressure testing, a leak was seen from the sc connector of segment 1. There were also some markings on the silicone boot of segment 1 indicating that a tool was used during the removal of the connector. This was likely done during explant. Finally, there were abrasions seen on the proximal end of segment 2.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type catheter. (B)(4).